Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal and requires a software upgrade. Discovered during testing. There was no patient involvement.